Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was two 5fr d/l powerpicc catheters. Light usage residues were observed. An attempt to infuse water through the sample using a 10ml syringe revealed both lumens to be patent to infusion; however, when flushing the purple-luered lumen, leakage was observed at the interface between the luer adapter and the syringe. The connection between the purple luer and the syringe did not feel firm. An attempt to insert an iso taper gauge into the purple luer adapter revealed that it could not be fully inserted. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The material was continuous with the luer material and appeared to prevent firm attachment of the syringe, as well as full insertion of the taper gauge. A longitudinally aligned scoring mark was observed within the orifice adjacent to the mold defect. The protruding material observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the syringe. The material was a defect that occurred during the molding process. Photographs of the sample have been forwarded to the manufacturing site for further evaluation h3 other text: evaluation findings are in section h11.

Event description:
It was reported that after insertion, two kits of catheters from the same batch leaked liquids at the connector during flushing. Liquid leakage still occurred after a replacement of the syringe and connectors. This report addresses the second device.

Event description:
It was reported that after insertion, two kits of catheters from the same batch leaked liquids at the connector during flushing. Liquid leakage still occurred after a replacement of the syringe and connectors. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy1285 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that after insertion, two kits of catheters from the same batch leaked liquids at the connector during flushing. Liquid leakage still occurred after a replacement of the syringe and connectors. This report addresses the second device.